Event description:
Reportable based on device analysis completed on (B)(6) 2024. It was reported that an unspecified issue occurred with the opticross hd imaging catheter. However, device analysis revealed the imaging window was detached.

Manufacturer narrative:
B3 date of event: estimated based on aware date as the actual date was not reported. The device was returned for analysis. Visual inspection revealed the imaging window was detached in the lapjoint section and was not returned for analysis. No issues were noted with the catheter code board assembly. Impedance testing showed an electrical open at the distal end of the catheter between 0-10 cm from the distal housing. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. The catheter was properly recognized by the imaging system when plugged into the motor drive unit and no connection issues or errors were detected during its testing.